Event description:
The customer reported that there was no image displayed on the camera head. There was no patient involvement reported.

Manufacturer narrative:
The camera head was returned to the service center for evaluation. The customer¿s complaint of "no image" was not confirmed. The tip of the video connector was slightly dented but not affecting the functionality. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time as the event was not replicated. Olympus will continue to monitor field performance for this device.